Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 42504606612 persona femur cemented plus right size 9+ lot# 64890192. 42560613520 persona stem ext 6mm offset splined uncemented 20mm dia 135mm l lot# 64777480. 42542007502 persona tibia fixed cemented right size f lot# 65016898. 42522800712 persona articular surface fxd brg constrained condylar knee rt 12mm lot# 64751693. 42560113515 persona stem ext straight splined uncemented 15mm dia +135mm l lot# 64997634. 42545000512 persona tibial central cone size medium lot# 64815928. 42555805405 persona tibial augment cemented half block rt medial size ef 5mm lot# 64707514.

Event description:
It was reported a patient had a total knee revision 4 years post implantastion due to infection. An additional revision of the patellar component took place approximately 18 months post procedure due to aseptic loosening. Subsequently, the patient reported an onset of anterior knee pain that began 8 months after the patella revision. No additional information regarding intervention or outcome was provided.